Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2011 and met specifications. The bed was placed with the pt on (B)(6) 2011. On 01 april 2011, after the complaint investigation kci was able to confirm that the bed would not rotate to prone. The cause for the malfunction of the bed was the chassis parallel cable. The exact nature or cause of the malfunction with the chassis parallel cable was indeterminate.

Event description:
On (B)(6) 2011, the kci rep reported that the rotoprone had a control error and required the bed to be placed back to supine and lock pin error also came up. The error could not be cleared. There was no reported pt injury. On 01 april 2011, after the complaint investigation, kci was able to confirm that the bed would not rotate to prone.